Event description:
It was reported that the symptomatic patient presented to intensive care with far field r-wave oversensing on the atrial lead. The lead had dislodged and was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received - symptomatic.